Manufacturer narrative:
Four samples were received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection did not reveal any damage. During functional testing, the samples were filled and primed per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. A manufacturing device history review (DHR) was not performed because the lot number was not provided. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. Additional information: d5 and e4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Lot number is not available at this time.

Event description:
It was reported the device caused the attached pump to give a "no disposable" alarm. No adverse effects reported.